Event description:
It was reported that during midway of the case, the patient interface stopped responding. Attempt to replace with other probes and it was determined that the patient interface was not functioning. Another patient interface box was changed out with the monitor and functioned again properly. Delay time during troubleshooting would have been about 5 minutes. Veristim used during the troubleshooting timeframe until the pi box was switched out. Event occurred during parotid case. There was no patient impact.

Manufacturer narrative:
H3:product analysis found that wave washers was worn. No fault found against reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during midway of the case, the patient interface stopped responding. Attempt to replace with other probes and it was determined that the patient interface was not functioning. Another patient interface box was changed out with the monitor and functioned again properly. There was delay time of 5 minutes due to troubleshooting .  Veristim used during the troubleshooting timeframe until the pi box was switched out. Event occurred during parotid case. There was no patient impact.